Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient had untreated episodes and the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. Technical services (ts) reviewed noting the signal amplitude from that episode was good. Then, the amplitude spiked to the top of the electrogram (egm) strip and became almost flat afterwards. This patient will be coming into the clinic and will be evaluated then. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks due to t wave oversensing with wide and varying morphology. The smartpass feature was disabled however ts noted the performance was better with it off. Therapy had been turned off, and this patient was to come into the clinic for stress testing however they canceled their appointment and are requesting that this s-ICD be removed. It was mentioned it is possible this patient will receive a transvenous device however no further details are known at this time. Currently, this s-ICD remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of programmed parameters different than expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "adverse event related to procedure".

Event description:
It was reported that this patient had untreated episodes and the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. Technical services (ts) reviewed noting the signal amplitude from that episode was good. Then, the amplitude spiked to the top of the electrogram (egm) strip and became almost flat afterwards. This patient will be coming into the clinic and will be evaluated then. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks due to t wave oversensing with wide and varying morphology. The smartpass feature was disabled. However, ts noted the performance was better with it off. Therapy had been turned off, and this patient was to come into the clinic for stress testing. However, they canceled their appointment and are requesting that this s-ICD be removed. It was mentioned it is possible this patient will receive a transvenous device however no further details are known at this time. Currently, this s-ICD remains implanted. No additional adverse patient effects were reported.